Manufacturer narrative:
The issue is under evaluation. No conclusions can be drawn at this time.

Event description:
A customer in (B)(6) obtained a failed result for a negative control with the kit cap-g ctm hiv 48 tests expt-ivd using cobas ampliprep / cobas taqman 48 analyzer with amplilink software v. 3.2.3. The customer removed the rack before the negative control was processed, which caused the failure. The negative control result was "failed" and flagged with disp_error. As configured, the amplilink software was expected to invalidate all patient samples in the run batch if a control had a result of either "failed" or "invalid." The test run should have been invalidated, as the software was configured to require that all three controls (negative control, low positive control and high positive control) must all be valid for the run to be considered valid. However, the customer reported that the failed negative control did not invalidate the patient results. The customer was performing an evaluation study for the cap-ctm 48 system. No results were reported.